Event description:
Medtronic received information that eighteen months following the implant of this bioprosthetic valve, echocardiographic evaluation revealed a high gradient (mean 30mm/hg) and stenosis. The valve was explanted with no adverse patient effects.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, all leaflets were stiff due to host tissue on the outflow. All leaflets were intact on the inflow. Remnants of pannus remained attached to all leaflets on the inflow along the inflow margin of attachment, into all inferior coaptive areas, and 1 to 3 mm onto all cusps. Traces of pannus were noted on the outflow edge of the sewing ring. Tan thrombotic host tissue filled and stiffened all leaflets on the outflow. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to thrombus and host tissue overgrowth. These findings are generally considered a patient related condition.